Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Visual, microscopic inspection and functional testing were performed on the returned device. Two third-party devices were returned with the device. The device was not stuck in either third-party devices. The device was returned in two sections, one attached to the locking core and the other attached to the rest of the components. It was observed the device is missing hypotube material. Two third party catheter devices were returned with the device. These catheters were inspected, but no conclusive evidence of the presence of the missing hypotube material was found. The probable cause of reported failure is damage during use. Inappropriate manipulation of the wire cause damage to internal components. Reportedly, the physician cut the device with surgical scissors. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person. (B)(6).

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. No information available. The implant or explant dates are not applicable to this device. (B)(6). Device was not returned for investigation.

Event description:
It was reported during a planned diagnostic coronary procedure the physician attempted ifr pullback at lcx [left coronary artery] #15 and the manufacturers guidewire (gw) got stuck. The physician unsuccessfully attempted to attach an extension on the proximal end of gw and cut with surgical scissors 10cm from proximal edge. The physician unsuccessfully attempted to insert the gw into a balloon catheter. Finally, the physician successfully inserted the gw into a microcatheter and was able to advance. This report is being submitted because additional intervention was required to remove the manufacturers device. There is a potential for harm if the event were to recur.